Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump did not alarm no delivery. Customer's blood glucose level is 579 mg/dl. Troubleshooting for the absence of no delivery was performed. Customer advised that their cannula was bent. Customer advised they will call back when they have a tubing clamp available in order to complete troubleshooting.